Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of death in a patient. On an unreported date, the patient began dianeal pd4 unknown bag therapy intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported if dianeal therapy was ongoing until the time of death. The nurse stated that the patient had died on an unknown date. The cause of death was not reported. It is unknown if an autopsy was performed. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation or additional information is received a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and routed to service prior to baxter product analysis lab (pal) being made aware of the need for evaluation. A service history review revealed no malfunctions that could have contributed to the patient death. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient passing away. A review of the device history record revealed there were no nonconformities, failures, rework or deviations documented that could be associated with the reported condition. The issue was not confirmed. The cause was undetermined.